Event description:
Removal of dental implant for non-osseointegration. The clinician identified the reason of removal as failure-to-osseointegrate related to post-surgical implant loading.

Manufacturer narrative:
The implant returned had been sterilized in the vial which made removing the implants impossible. The device history record was reviewed and met specification.